Manufacturer narrative:
Investigation included technical support troubleshooting. Investigation of this case revealed insufficient information to determine a device malfunction trend or reproducible failure. It was concluded that the event was non-serious with no reported adverse health effects, and no definitive device failure was confirmed.

Event description:
It was reported that the pump¿s wake button functioned but intermittently required multiple presses to power on, and user education was provided to perform a device restart and check for a software update when available. Symptoms included no reported clinical effects. Outcomes included no reported impact to daily activities.